Manufacturer narrative:
Additional information: no service request (sr) was opened to check the system as the customer did not want service on their system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that after an unremarkable laser assisted capsulotomy, a patient experienced an anteriour capsular tear of the left eye during the irrigation / aspiration portion of a surgery. After the insertion of a single piece intraocular lens (iol) into the capsular bag, the tear extended to the posterior capsule with vitreous prolapse. The single piece iol was explanted, and an anterior vitrectomy was performed. A 3 piece posterior chamber lens was implanted with haptics placed in the ciliary sulcus.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).